Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis show that the low voltage fault is valid. Analysis confirms that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days' time. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient heard beeping tones from the device. The patient described it as faint and could barely hear the beeping while talking or driving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis show that the low voltage fault is valid. Analysis confirms that the device battery is depleting faster than expected. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator (pg) atmosphere. The data indicates with a high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 90 days' time. The device remains in service. No adverse patient effects were reported.